Event description:
It was reported to boston scientific corp that a resolution clip device was used during treatment of a hemostase of a gastric ulcer on a (B)(6) female pt performed on (B)(6) 2009. According to the complainant, during the procedure, the clip would not close and the physician deployed the open clip inside the pt. The physician has not concerns with the clip passing naturally via peristalsis. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device MFR dates are unk. The complainant indicated that the device (clip) remained in the pt and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).